Event description:
It was reported that during routine follow up, externalized conductors were observed via fluoroscopy. The electrical function of the lead was observed and tested and no anomalies were detected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the electrode tip measuring 54.4cm was returned for analysis. Internal insulation abrasion was found at 9.0 - 10.6cm from the electrode tip. The etfe coating was intact at the same location.

Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.